Event description:
Boston scientific received information via a journal article involving a retrospective study, that 11 boston scientific devices had been explanted between the years of 1996 through 2009, due to premature battery depletion. The publication was intended to communicate/assess the relevance of early battery depletion in relation to the resulting health care costs. The study involved four manufacturer's and a total of 800 device implants. The author was contacted in an attempt to attain specifics on the affected device model/serial numbers; however, that level of detailed information was not provided. The study compared expected longevity against the actual longevity. The author reported several study limitations such as, patient related factors, battery output for required pacing, defibrillation requirements and inconsistent reporting, as being factors that likely effected the overall study data. Author's final comments stated that further studies would need to be performed.

Manufacturer narrative:
As no specifics regarding actual device model/serial could be attained boston scientific remains unable to further investigate. Should additional information be received, this event will be reopened and further assessed.